Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe failed to emit sufficient energy. The device was withdrawn from the patient and the procedure was completed using a second gold probe with the same generator. Reportedly, the gold probe device was not tested prior to use. Additionally, a bipolar cable was not used with the gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.